Manufacturer narrative:
Trackwise ID 701213. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 701203. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tunnel would not inflate. Had to convert to open vein harvest. Extended anesthesia time, prolonged or time.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/05/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire of the harvesting device was observed to be flexed away from the hot jaw, but remained attached to the base and tip due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The c-ring was observed to be intact with no visual defects observed. The btt was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failures "improper flow or infusion" was not confirmed. The lot # 3000239591 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tunnel would not inflate. Had to convert to open vein harvest. They were having trouble getting a gas pressure reading and were unsure of the cause of gas loss or failure to inflate. The setting on co2 were 3 flow and 10 pressure. Then changed to 5 flow and 12 pressure. No marked change was noticed in the tunnel. The tunnel seemed to be breathing (expanding and retracting over and over again). They were observing a constant flow of 3 and then 5. Pressure would go up and down over and over, never hitting target pressure. Several attempts were made both proximal and distal to connect and reconnect the gas port. There was delay due to trouble shooting the co2 tunnel issue and extended anesthesia time, prolonged or time. Opened a new kit to continue case. Pa followed up and there were no further reported patient effects.